Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the videoscope had no image. The issue occurred during the therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, the circuit board and the electrical contacts in the endoscope connector may have had anomalies, leading to the subject event. The probable cause of the anomalies is irregular load to the internal circuit board, causing anomalies on the electrical contacts since multiple damaged sites were observed on the video connector case. The root cause of the subject event was unable to be specified. The subject event can be detected by implementing in accordance with the below IFU. Instructions for ltf-s300-10-3d opeation manual chapter 3, ¿preparation and inspection¿ section 3.7, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.